Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient went in to see her hcp and had a pocket infection. She was placed on oral antibiotics and would return to the office to decide to leave the system in or explant it based on how the pocket looked. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient indicated that they had a dime size leakage at the incision site. It was noted that the leakage had been starting and stopping for the past two weeks prior to the report. The patient mentioned that they saw the hcp the week prior to the report, and the incision was currently bandaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.